Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed via merlin.net transmission. Programming changes were recommended. A follow up visit has not been scheduled for the patient. Patient was unaffected by the event. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed via merlin.net transmission. Programming changes were made. During follow-up in clinic, the oversensing was still present. Additional programming changes have been recommended. The patient's condition was stable throughout.